Manufacturer narrative:
Literature citation: jowett et al. Preliminary results and learning curve of the minimally invasive chevron akin operation for hallux valgus. The journal of foot & ankle surgery. 2017; 56: 445-452. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2017 literature article from jowett, et al. Titled,"preliminary results and learning curve of the minimally invasive chevron akin operation for hallux valgus",the authors reported patient dissatisfaction due to pain from nonunion requiring revision surgery.